Event description:
Patient reported right side "removal of textured devices due to product concern, lump on breast/armpit, and weight loss." The event of "weight loss" is not device related. Later, healthcare professional reported implant exchange due to the patient's concern with the product plus reported a lump/nodule in armpit area. Healthcare professional later reported" no lump on right side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/aug/2024.

Event description:
Un-reporting lymphadenopathy.

Event description:
Patient reported right side "removal of textured devices due to product concern, lump on breast/armpit, and weight loss." The event of "weight loss" is not device related. Later, healthcare professional reported implant exchange due to the patient's concern with the product plus reported a lump/nodule in armpit area. Device remains implanted..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " lump on breast/armpit."